Manufacturer narrative:
Date of initial report: 08/04/2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a spark and flame occurred during use of an electrosurgical pencil. Further device information is not available. The flame was on the patient¿s drape, which was removed by the physician and the flames extinguished. The issue resulted in facial burns as well as laryngeal edema. The severity of the burn in not known. The patient was transferred to another hospital after the incident for further care.